Event description:
Pt reported hearing a grinding sound from device, and ever since then their blood glucose has been running high. On one particular day, the pt's morning blood glucose was 64 mg/dl, then it went back up into the 300's (mg/dl) later that afternoon. Pt reported that they are extremely stressed and are menstruating, but they still think they are not getting their basal rates. No errors were generated by the device. No treatment was received as a result of these events.